Event description:
It was reported the catheter extension tubing cracked near the hub (luer) and leaked.

Manufacturer narrative:
One 1.9f vascu-PICC was returned for evaluation. A functional evaluation revealed a hole on the extension where it enters the luer. The extension had to be manipulated in order to see the hole. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. Extensive testing was performed by engineering to duplicate the failure. Testing was able to duplicate the crazing/degradation of the material but none of the samples developed holes or leaked. Engineering was unable to determine the exact cause of the failure; however, this type of failure began after the implementation of the two-part bond when the luer material was changed to isoplast. Engineering has determined that the two-part bond was a contributing factor. Changes are being made to the manufacturing process to eliminate the two-part bond. The luers will be over molded on the extension. Medcomp will monitor for future incident of this nature to determine the effectiveness of the preventative actions.